Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, and review of DHR lot 23215h and supporting documentation. The investigation showed no issues present that would have contributed to the malfunction of the tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke off when I needed to take it out; string came completely detached [device breakage]. The string broke off when I needed to take it out and I ended up having to go to the dr to have it removed; string came completely detached from the tampon; foreign body in vulva and vagina [foreign body in reproductive tract]. Menorrhagia [heavy menstrual bleeding]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 42-year-old caucasian female who was using playtex simply gentle glide unscented (tampon, menstrual, unscented). On 09-may-2024, additional information was provided by a consumer. On 12-jun-2024, additional information was provided by a consumer. On 16-jul-2024, additional information was received in the form of medical records. Medical history was not reported. Concomitant products included unspecified medications. On an unspecified date (reported as used this product for years, relative to (B)(6) 2024), the consumer started use of playtex simply gentle glide unscented. On (B)(6) 2024, the consumer inserted a tampon. About four hours after insertion, the string broke off when the consumer needed to take it out. Subsequently, she ended up having to go to the doctor to have it removed on the same day. As of (B)(6) 2024, the status of product use was not reported. No additional information was provided. On (B)(6) 2024, it was learned that, on (B)(6) 2024 the consumer woke up to remove and change her tampon. When she tried to remove it, the string became completely detached from the tampon inside her. After hours of trying to remove it, she called off of work, and called the doctor. The doctor was able to get her in so she went to doctor had the tampon removed. As of (B)(6) 2024, the status of product use was not reported. No additional information was provided. On (B)(6) 2024, it was learned that the consumer's medical history was updated to include a cesarean section, a uterine scar from a previous surgery, and a history of an abnormal pap smear treated with cryotherapy. Concomitant medications included escitalopram oxalate 20 mg tablet, orally, 1x/day. On (B)(6) 2019, she had a pap smear (results not reported). On (B)(6) 2024, breast tomosynthesis screening was negative. The consumer's last menstrual period was on (B)(6) 2024. On (B)(6) 2024, the consumer inserted the tampon and on (B)(6) 2024 the cord broke when she went to remove it in the morning. Subsequently, that same day, the consumer presented to the np (nurse practitioner) for a tampon that was stuck. She felt like some of it had come out, but not all of it. The consumer's vitals were stable: blood pressure was 112/66 (units not provided) on the left brachial arm in a sitting position and her bmi (body mass index) was 25.7. Upon genitourinary examination, it was reported she experienced menorrhagia, a foreign body (tampon), and a moderate amount of dark red blood in the vault. She was diagnosed with a foreign object in vulva and vagina. The tampon was removed intact without difficulty. On (B)(6) 2024, the consumer was seen by the nurse practitioner. Her vitals were stable: blood pressure was 113/70 (units not provided), body mass index was 25.7 (units not provided) and pulse was 67 (units not provided). On physical exam it was noted that the uterus was slightly enlarged. Gynecology examination was normal. Her last menstrual period was on (B)(6) 2024. A pap smear was collected (results not reported). As of (B)(6) 2024, continued use of the product was not reported and the outcome of the event menorrhagia was resolved. No additional information was provided.

Event description:
The string broke off when I needed to take it out; string came completely detatched [device breakage] . The string broke off when I needed to take it out and I ended up having to go to the dr to have it removed; string came completely detached from the tampon inside me. [Foreign body in reproductive tract]0 case narrative: on 03-may-2024, a spontaneous report was received from a consumer regarding a 42-year-old white, caucasian female who was using playtex simply gentle glide unscented (tampon, menstrual, unscented). On 09-may-2024, additional information was provided by a consumer. On 12-jun-2024, additional information was provided by a consumer. Medical history was not reported. Concomitant products included unspecified medications. On an unspecified date (reported as used this product for years, relative to (B)(6) 2024), the consumer started use of playtex simply gentle glide unscented. On (B)(6) 2024, the consumer inserted a tampon. About four hours after insertion, the string broke off when the consumer needed to take it out. Subsequently, she ended up having to go to the doctor to have it removed on the same day. As of 09-may-2024, the status of product use was not reported. No additional information was provided. On 12-jun-2024, it was learned that, on (B)(6) 2024 the consumer woke up to remove and change her tampon. When she tried to remove it, the string became completely detached from the tampon inside her. After hours of trying to remove it, she called off of work, and called the doctor. The doctor was able to get her in so she went to doctor had the tampon removedn. As of 12-jun-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, and review of DHR lot 23215h and supporting documentation. The investigation showed no issues present that would have contributed to the malfunction of the tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, and review of DHR lot 23215h and supporting documentation. The investigation showed no issues present that would have contributed to the malfunction of the tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke off when I needed to take it out [device breakage]. The string broke off when I needed to take it out and I ended up having to go to the dr to have it removed [foreign body in reproductive tract]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 42-year-old white, caucasian female who was using playtex simply gentle glide unscented (tampon, menstrual, unscented). On 09-may-2024, additional information was provided by a consumer. Medical history was not reported. Concomitant products included unspecified medications. On an unspecified date (reported as used this product for years, relative to (B)(6) 2024), the consumer started use of playtex simply gentle glide unscented. On (B)(6) 2024, the consumer inserted a tampon. About four hours after insertion, the string broke off when the consumer needed to take it out. Subsequently, she ended up having to go to the doctor to have it removed on the same day. As of 09-may-2024, the status of product use was not reported. No additional information was provided.